Event description:
At first handle at 20:00 babes PICC dressing noted to have some fresh blood at site. At end of handle there was noted to be a significant amount of drainage noted at edges of PICC dressing and even some leakage onto diaper. Transport nurse notified and came to assess. Medical team made aware and plan to replace line in place. Family notified. After the removal of PICC catheter the line flushed and there was noted to be leakage at the attachment side of the catheter to the plastic part of the wings.

Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
At first handle at 20:00 babes PICC dressing noted to have some fresh blood at site. At end of handle there was noted to be a significant amount of drainage noted at edges of PICC dressing and even some leakage onto diaper. Transport nurse notified and came to assess. Medical team made aware and plan to replace line in place. Family notified. After the removal of PICC catheter the line flushed and there was noted to be leakage at the attachment side of the catheter to the plastic part of the wings.PICC replaced. No further harm to report.

Manufacturer narrative:
We received the catheter with an attached needle-free device (not manufactured by vygon germany gmbh) as the faulty sample. Microscopic examination revealed a tear directly at the wing. The fracture surface was rough, indicating excessive tensile forces. There are various events that can lead to a snapped catheter: 1. Tensile force-which may be caused by: - dressing change- in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. - in babies, routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissor, forceps or scalpel) during dressing change. 3. Alcohol-based disinfectant - concerning this, there are some warnings in the IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectant. This may irreversibly damage the catheter." Unfortunately, the customer did not specify whether the disinfectant used was water-based or alcohol-based. A review of the component batch history records was performed, and no deviations were found. The batch complied with its specifications and was released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of the catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are conducted during production. Two different batches were used for the assembly of the connection between the catheter tube and the wing, and both batches were within their specifications. A two-year review of vygon USA's complaint data reveals two additional complaints recorded for lot 24g016d regarding leaking catheters. Corrective action: based on the investigation, the fracture surface was rough, indicating excessive tensile forces, and there are no indications of a manufacturing-related issue. Therefore, no further corrective action has been initiated by vygon germany's quality management at this time.